Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor issue occurred. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be restart detection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). H10: 3004753838-2020-44756 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.